Event description:
Customer reported when she was attempting to insert the reservoir the insulin spills out everywhere and it won't move. Customer stated she recently had surgery and after four weeks she decided to reconnect to the device. Customer stated the screen was blank and had moisture damage from the insulin. Customer's blood glucose was 157 mg/dl. Customer stated the insulin was inside the reservoir compartment, blank display, and the buttons are not working. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The keypad functioned properly and the insulin pump passed the displacement test. No moisture damage or blank display was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.